Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold and opening . A microscopic analysis was performed which identify crease sharp opening in the posterior. With a non-penetrating nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a crease sharp opening on posterior assessed as to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.